Event description:
There were no physical tests performed on the devices used in the case, since the devices were not returned to heartport, and there was no failure or malfunction of the device to investigate. A general review of the device history records and product labeling was conducted. The history records indicate that products met the established specifications and were released to finished goods. Device labeling includes appropriate cautions and warning statements.